Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, energy delivery was not consistent; the unit failed to deliver energy within certain ranges (e.g. Between 34 and 37w). Additionally, it was reported that the volume knob was not working. It is unknown what was used to complee the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, energy delivery was not consistent; the unit failed to deliver energy within certain ranges (e.g. Between 34 and 37w). Additionally, it was reported that the volume knob was not working. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found minor scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. The unit did not pass the endostat ii return evaluation procedure as the maximum power settings were low in all monopolar modes; however, bipolar output met specifications. The unit was recalibrated and then passed all final testing. The condition of the returned device was not consistent with the complaint of inconsistent energy delivery and a defective volume knob; the complaint was not confirmed. It is likely that the defects identified were incurred by long or extended use of the device. A review of the device history record (DHR) was performed; no anomalies were noted.